Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was completely intact and no lifting or damage was observed. The ok, contrast, up and down keys were intermittently responding to user input. Removing the keypad revealed contamination under the ok, contrast, up and down key contacts. Unrelated to the initial complaint, a pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.